Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on behalf of the patient regarding rl report (B)(4), incident dated (B)(6) 2026. A bard 16f foley catheter was placed during the night shift prior to the patient needing to return to the emergency room due to the foley catheter falling out. The caregiver reported that the patient foley had come out shortly after they arrived home following discharge from the emergency department. The patient later reported that they felt a pop when the balloon ruptured. The caregiver brought the foley catheter in with the patient; the balloon was completely deflated. Registered nurse then placed another bard 16f foley catheter in the patient bladder. During inflation, that balloon also ruptured. Subsequently a non-silicone 16f foley catheter was used, which was placed successfully and remained intact. According to a follow up note in the rl multiple foley catheters had experienced similar issues. In (B)(6) 2025, jcmc reported the same issue with the 16f catheter associated with lawson #(B)(4) (also a bard product).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Directions for use: inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon foley catheter removal. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that submitted on behalf of the customer regarding rl report (B)(4), incident dated: on (B)(6) 2026. A bard 16f foley catheter was placed during the night shift prior to the patient needing to return to the emergency room due to the foley catheter fell out. The caregiver reported that the patient foley had come out shortly after they arrived home following discharge from the emergency department. The patient later reported that they felt a pop when the balloon ruptured. The caregiver brought the foley catheter in with the patient; the balloon was completely deflated. Registered nurse then placed another bard 16f foley catheter in the patient bladder. During inflation, that balloon also ruptured. The nurse subsequently used a non-silicone 16f foley catheter, which was placed successfully and remained intact. According to a follow up note in the rl multiple foley catheters had experienced similar issues. In nov2025, jcmc reported the same issue with the 16f catheter associated with lawson 184316 (also a bard product).